Event description:
Error "leak in iab circuit" developed on pump console. Pump was put on standby and the intra-aortic balloon was subsequently removed from pt. This was an unplanned removal. The issue was reported to the MFR's clinical rep in 2009. The company sent return product papers and shipping containers. The company rep shipped product back in mid august. The resulting inspection found a crack in the balloon's y-fitting luer on the balloon inflation port. Dates of use: 2009. Diagnosis: chf/stemi, cad.